Manufacturer narrative:
H.6. Investigation summary: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. This is a bd internal study. We have references and white papers on the bd biosciences website page that address the changes in the ppt tube IFU. Product is within specification, there are white papers and references on the bd website that addresses the changes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10

Event description:
It was reported that there were erroneous results with an unspecified bd edta tubes. The ppts generate significantly higher hiv-1 rna levels in samples from patients with low-level viremia compared to edta tubes unless the tubes are re-centrifuged. The following information was provided by the initial reporter: ppts generate significantly higher hiv-1 rna levels in samples from patients with low-level viremia compared to edta tubes unless the tubes are re-centrifuged. (1 of 2) I did some research over the weekend. I found 2 interesting studies. Study #1 - edta vs. Ppt for hiv viral load testing and other one on edta stability beyond manufacturer recommendation. Based on the study, ppts generate significantly higher hiv-1 rna levels in samples from patients with low-level viremia compared to edta tubes unless the tubes are re-centrifuged. This might result in overestimation of hiv viral loads in patients. Study #2 (combines results from 6 studies) for edta whole blood transport, rna remains stable until 72 hours. For edta plasma at 30°c, measures of rna were within the stability threshold at 48 hours ¿ see graph below. This could be a plausible reason why customers are moving to edta from ppt. The precedent for expanded sample transport thresholds have already been set by the british hiv association. In their 2011 guidelines for routine monitoring, edta whole blood storage for 2¿3 days at room temperature is recommended. Study #1 conclusion: it is recommended that blood samples for hiv-1 rna quantification be collected in tubes with edta as an anticoagulant (3, 12). Standard edta-containing tubes require transfer of the plasma to a secondary tube within 6 h after sample collection to reduce the risk of rna degradation (3). This is often inconvenient in a patient clinic, and as an alternative, plasma preparation tubes (ppts; becton dickinson [bd], franklin lakes, nj) are increasingly often used. Upon centrifugation of the ppts, a gel barrier separates the plasma from most of the cellular elements, theoretically allowing transportation of the sample in the primary tube. The collection of samples in ppts from patients receiving effective art is reported to yield increased levels of hiv-1 rna compared with the levels in plasma collected in standard edta-containing tubes (5, 6, 8, 17, 18, 20, 21). However, the reason for this discrepancy has remained unclear. Our data confirm the previous findings that ppts generate significantly higher hiv-1 rna levels in samples from patients with low-level viremia. Additionally, we have shown that the source of this overestimation is cell-associated hiv-1 nucleic acids. These findings necessitate a reconsideration of low-level viral load results in plasma obtained from ppts not handled with care after centrifugation

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there were erroneous results with an unspecified bd edta tubes. The ppts generate significantly higher hiv-1 rna levels in samples from patients with low-level viremia compared to edta tubes unless the tubes are re-centrifuged. The following information was provided by the initial reporter (1 of 2): I did some research over the weekend. I found 2 interesting studies. Study #1 - edta vs. Ppt for hiv viral load testing and other one on edta stability beyond manufacturer recommendation. Based on the study, ppts generate significantly higher hiv-1 rna levels in samples from patients with low-level viremia compared to edta tubes unless the tubes are re-centrifuged. This might result in overestimation of hiv viral loads in patients. Study #2 (combines results from 6 studies) for edta whole blood transport, rna remains stable until 72 hours. For edta plasma at 30°c, measures of rna were within the stability threshold at 48 hours ¿ see graph below. This could be a plausible reason why customers are moving to edta from ppt. The precedent for expanded sample transport thresholds have already been set by the british hiv association. In their 2011 guidelines for routine monitoring, edta whole blood storage for 2¿3 days at room temperature is recommended. Study #1 conclusion: it is recommended that blood samples for hiv-1 rna quantification be collected in tubes with edta as an anticoagulant (3, 12). Standard edta-containing tubes require transfer of the plasma to a secondary tube within 6 h after sample collection to reduce the risk of rna degradation (3). This is often inconvenient in a patient clinic, and as an alternative, plasma preparation tubes (ppts; becton dickinson [bd], franklin lakes, nj) are increasingly often used. Upon centrifugation of the ppts, a gel barrier separates the plasma from most of the cellular elements, theoretically allowing transportation of the sample in the primary tube. The collection of samples in ppts from patients receiving effective art is reported to yield increased levels of hiv-1 rna compared with the levels in plasma collected in standard edta-containing tubes (5, 6, 8, 17, 18, 20, 21). However, the reason for this discrepancy has remained unclear. Our data confirm the previous findings that ppts generate significantly higher hiv-1 rna levels in samples from patients with low-level viremia. Additionally, we have shown that the source of this overestimation is cell-associated hiv-1 nucleic acids. These findings necessitate a reconsideration of low-level viral load results in plasma obtained from ppts not handled with care after centrifugation.